Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that the patient experienced ae for initial dislocation- patient did not fall. Event meets the definition of serious and is considered severe. Event is definitely not related to device and definitely related to procedure. Revision due to dislocation occured on (B)(6) 2017. Depuy left liner and head were revised. Event is considered resolved. It was also reported for an ae experienced hematoma.